Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "we used the valor for the first time and had difficulty with the guide jig. The culprit was the damaged spring inside of the nail attachment. Attachment to the nail (left) was not allowing the nail to turn to the different positions to drill the screws. We managed to complete the operation but only by removing the damaged spring in the device. We noticed this during the surgery because it is essential to the operation." The procedure was delayed by 60 minutes.

Manufacturer narrative:
Corrections: please refer to section h6 device and results codes. The reported event could be confirmed since an image was provided and matches the alleged failure mode. The device inspection revealed the following: a device inspection was not possible since the affected device was not returned. However, an image was provided showing the removed spring which appears visibly deformed. For further evaluation, the device will need to be returned. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "we used the valor for the first time and had difficulty with the guide jig. The culprit was the damaged spring inside of the nail attachment. Attachment to the nail (left) was not allowing the nail to turn to the different positions to drill the screws. We managed to complete the operation but only by removing the damaged spring in the device. We noticed this during the surgery because it is essential to the operation." The procedure was delayed by 60min.